Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017 that the display device showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of a transmitter failed error. A root cause could not be determined via data. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it has voltage. Nordic bluetooth device pairing test was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter passed. The share log was reviewed and the logs did not show anything related to the customer complaint. The customer complaint of transmitter failed error was not confirmed. The root cause could not be determined.